Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump was returned with the bypass needle in place. The sidearm was not returned. Based on the available information, the root cause of the purge leak was due to a leaking sidearm, but the exact root cause of the leak cannot be determined as the sidearm wasn't returned for review. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 37-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak and that the purge sidearm was cracked. A purge bypass was completed; however, the device was subsequently replaced following the bypass. There were no reports of harm to the patient.